Event description:
It was reported that during a filter implantation procedure, deployment difficulties occurred. The anatomical location being treated was the right vena cava. The 12 fr femoral titanium filter was deployed, and it was observed under angiography that only one of the legs opened up. The procedure was completed with this device. No patient injuries or complications were reported. The patient status is reported as "ok."

Manufacturer narrative:
(B)(4). One unused sample from the possible lot number involved in the incident was received for evaluation in its original packaging. The set was removed from the package and was functionally hand tightened to a lab titanium adapter without difficulty. The set was tested underwater at 8 pounds per square inch (psi) with no leak noted with the sleeve in the open and closed position. In addition, during visual inspection, no manufacturing abnormalities were noted; therefore, the reported condition could not be confirmed in the laboratory.

Event description:
Product surveillance received a report from the home patient (hp)'s nurse indicating that the connection between the catheter and the y set is coming loose. Product surveillance contacted the peritoneal dialysis (pd) nurse in 2009 and she stated that the separation occurred between the plastic catheter adapter and the transfer set, not between the catheter and the y-set. The nurse stated that the hp came in with cloudy effluent and so she gave him antibiotics and drew a culture. She also stated that she only noticed that there was an issue when the hp informed her that their shirt was constantly wet. She stated that the hp had peritonitis and she changed the transfer set. Additional information was received from global pharmacovigilance indicating that during that month, the hp had a routine hemoglobin drawn. Ten days earlier, the hp noted he had cloudy effluent. The nurse was informed and instructed the hp to come into the clinic. She noticed the hp had bilateral edematous legs when seen in the clinic. Per the nurse, the edema was due to the hp not draining properly because of the peritonitis. The hp was diagnosed with peritonitis manifested by cloudy effluent. On that date a peritoneal effluent analysis, culture, and a blood cell count were performed. The patient was treated with vancomycin and gentamycin intravenously. Four days after, the hp came to the clinic with a wet shirt and his transfer set was observed leaking. When discussing the leaking transfer set, the nurse was asked if it was leaking and she was not sure. On the same date, the nurse changed the hp's transfer set. Per the nurse, the hp as going to receive his last dose of vancomycin and gentamycin two weeks later. Per the nurse, the peritonitis is ongoing and improving and the bilateral edematous legs resolved that month. Pd therapy is ongoing and unchanged. Clarified information received from the patient's nurse in 2010 indicated that there was no separation between the transfer set and the catheter. The transfer set was leaking where it connects to the plastic catheter adapter. The nurse also indicated that the possible lot number involved was h07b14042. The nurse indicated that she has an unused sample from this lot and agreed to send it to baxter for evaluation. No further information is available.

Manufacturer narrative:
The nurse indicated that an unused sample from the possible lot number involved (h07b14042) is available for evaluation.